Event description:
It was reported that the patient lost coverage of pain areas due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The ipg was also replaced due to an unknown reason. The explanted device components were not returned. Additional information received that the patient underwent an ipg replacement procedure due to infection risk.

Event description:
It was reported that the patient lost coverage of pain areas due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The ipg was also replaced due to an unknown reason. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8416700. Model:sc-8416-70. Serial: (B)(6). Batch: (B)(6).